Event description:
It was reported that the programmer was slow to startup and stopped suddenly. It was noted that the programmer was unable to interrogate implantable devices and unable to work. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer was slow to startup and stopped suddenly and also could not confirm that the programmer was unable to interrogate implantable devices and unable to work. The hard drive was reimaged, reloaded, and the software was updated. It was noted that the power cord bay, personal computer memory card international association (pcmcia) card slot, and left and right keyboard hinges were broken. Additionally, the keyboard slide cover and stylus pen were missing, and the upper display hinges squeaked and were noisy. The power cord bay, pcmcia card slot, upper display hinges, and left and right keyboard hinges were replaced, the serial number label was installed and the keyboard slide cover and stylus pen were installed. The stylus pen was also calibrated. The programmer passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.